Manufacturer narrative:
The fse confirmed the customer¿s reported problem. The pcba, motor controller was replaced and corrected the problem. The device passed all required testing and is ready for clinical use. Date rcvd by MFR: 12/19/2015.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device was getting error codes 111c and 1006. There was no patient involvement reported.